Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's carbohydrate ratio was incorrect. The customer's blood glucose level was 500 mg/dl. Tandem technical support reviewed the customer's personal profile settings and found that the carbohydrate ratio needed to be adjusted in all of the timed segments.